Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/16/2017, that on (B)(6) 2017, the patient reported a possible pairing issue with the transmitter. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data, also the data evaluation confirmed a connection loss . The root cause of the connection loss could not be determined . Based on the investigation results this issue has been upgraded from non-reportable to reportable.